Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 41 mg/dl after announcing a meal as ¿more than,¿ which appeared excessive for the actual meal size, while discussing a tubing fill question. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose and the user being in range at the time of the report. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction reported by the user, and the event was consistent with dosing in excess of meal needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.